Manufacturer narrative:
The investigation for this report is ongoing.

Event description:
As reported by the field clinical specialist, during a transfemoral aortic valve replacement procedure with a 29mm sapien 3 ultra resilia valve, the primary operator noted significant resistance/pronounced push forces while advancing the valve through the sheath via the right femoral artery (rfa). Despite several attempts, the valve would not advance through the sheath. The team opted to abort rfa access and move to the lfa. The valve, delivery system, and sheath were removed as a unit. The sheath sustained a distal tip tear and a torn liner. A second valve was prepped and successfully deployed with a 90/10 placement. The patient left the room in stable condition.

Manufacturer narrative:
A supplemental MDR is being submitted, following completion of the investigation. B.4, g.3, h.2, and h.3 have been updated. Section h6: component, type of investigation, investigation findings, investigation conclusions have been corrected. The device was returned for evaluation. Visual examination was performed. The liner was torn along the entire length of the sheath shaft, which was curved and twisted. The distal tip was torn radially along the distal end of the liner. The hdpe material was stretched along the tear. Radial and slanted score lines were present. The distal tip opened along the axial score line, and soft tip damage was noted. Due to the condition of the returned device (liner torn, distal tip torn), no applicable functional testing was able to be performed. Liner thickness was measured along the liner tear. Measurements were performed at the proximal, middle, and distal portions of the tear. All measurements were found to be within the specification. Per the technical summary related to torn liner and the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Per imagery review, tortuosity was observed in the patient's right access vessel. It is possible that additional device manipulation to overcome the resistance may be applied during the procedure resulting in damage to the sheath. During delivery system advancement through a challenging pathway, it is possible that the devices may not be coaxially aligned. This can lead to the crimped valve to catch onto the sheath and lead to damage. Excessive device manipulation applied to overcome the resistance can further damage the sheath through continued interaction between the crimped valve and sheath. In this case, torn distal tip and torn liner were confirmed. The available information suggests patient factors (tortuous anatomy) and/or procedural factors (valve caught on liner, excessive manipulation) may have caused or contributed to the liner tear. While a definitive root cause could not be determined for the distal tip tear, the failure mode may be related to improper expansion of the sheath tip during thv advancement and/or patient factors (tortuosity) may have contributed to the tear. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.